Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead had high impedances. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patients lead had high impedances. The patient will undergo a revision procedure wherein a lead will be replaced.